Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A technical support specialist (tss) confirmed that the field service engineer (fse) resolved the issue and there was no additional repair information provided after multiple follow ups. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer would not open. The user attempted recovery and power cycling, but the drawer remained stuck.the customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.